Event description:
A caller reported that the insulin gauge displayed an amount different than expected on a previous day, with the gauge showing 100 units while the caller expected 180 units, resulting in a discrepancy greater than 30 units. There was no adverse impact to the customer¿s blood glucose level. The caller resolved the issue by reloading the same cartridge. Technical support advised the caller to call back for troubleshooting if an active fill estimate issue occurred again, and the caller acknowledged this instruction.